Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been taken to the emergency room (ER) with hyperglycemia. Patient was wearing the pod on his abdomen. The patient had blood glucose levels of over 600 mg/dl. At the ER, he was placed on an IV saline fluid and an IV of insulin. The patient used one and a half bags of saline. The patient's basal was increased to 2.75 units and a temporary basal of 95% was set for 3 hours. He was at the ER for 4 hours.